Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since no product was returned, the investigation could not be completed. The investigation has stated that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, impeding the lancet to retract back into the lancet housing. This could not be confirmed since no product was returned. A user error can be excluded as a root cause. The medical risk of this issue is less than remote. A review of complaints did not identify any non-conformances related to the customer's allegation.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained that the lancet did not retract on an accu-chek safe-t-pro lancet device affecting 1 nurse. The safe-t-pro lancet device had been used on a patient. The nurse picked up the device for disposal and stuck her right thumb with the lancet that had not retracted. Both the nurse and the patient were tested for (B)(6) per facility protocol. All results came back (B)(6). No medical treatment was necessary. No adverse event occurred. The nurse is currently doing fine and is feeling ok. The lancets were requested for investigation.